Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Damaged/cracked - flange gripper, flange gripper wiper seal, handle, knob actuator, case front, barrel clamp assy, carriage assy, syringe top disk holder. Carriage assy- tube drive bent. Iui - corrosion. Linear potentiometer- faulty. Housing - binding/stuck claw. Alarm - error codes / messages. (B)(4). Error code 351.6660 appeared in error log several times recently. (I had erased error log though.) Plunger head very difficult to move up and down. Front and back case cracked.